Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. ¿

Event description:
Company representative reported via email, the customer reported she was hospitalized back in march due to high blood glucose over 600 mg/dl. The customer did not mention any symptoms of their blood glucose levles. The customer did not mention any form of treatment for their blood glcuose levels. Customer declined troubleshooting. Stated she had changed out her site and her blood glucose started to lower. She did not notice a kinked cannula. No devices are being returned.